Event description:
A report was received that the patient will undergo an explant of the ipg for unknown reason.

Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn regarding the explant of the ipg.

Event description:
A report was received that the patient will undergo an explant of the ipg for unknown reason.